Event description:
It was reported that bd maxzero needleless connector was loose. The following information was received by the initial reporter with the following verbatim it was reported that the rubber connector felt looser than usual and was significantly deformed, resulting in poor flow. A product defect was noted. The replacement part worked as normal.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information

Manufacturer narrative:
Investigation result: one mz1000 sample was received for investigation, in which the customer has stated: "it was reported that the rubber connector felt looser than usual and was significantly deformed, resulting in poor flow." Residual fluid was present throughout the maxzero and a 5ml luer slip nipro syringe was connected to the female luer. No packaging was received with the sample and the customer has not provided a lot number. The returned sample was subjected to pressure testing in order to replicate the customer's experience; leakage was observed from a crack in the female luer of the maxzero component. However, no flow restriction was observed during testing between the mz1000 product and the nipro syringe. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. Although it was not possible to determine a definite root cause for the customers experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that reports of this nature against products in the maxzero product family are rare and have been occurring at a low frequency within the last 12 months.